Manufacturer narrative:
Product eval: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: the root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. The consumer would not provide the surgeon's info; follow up could not be concluded. (B)(4).

Event description:
A consumer reported being disappointed following bilateral intraocular lens (iol) implant surgeries. For this eye, she reported a horizontal glare when looking at any light source. The consumer would not provide the surgeon's info; follow-up could not be conducted. There are two medical device reports associated with these events. This report is for the left eye.